Event description:
Dexcom g6 sensor not reading accurately. Dexcom reporting glucoses levels 150-250 range and lower. Patient admitted to hospital with diabetic ketoacidosis and venous glucose of > 600. At no point did dexcom read this high. Family did not check glucose with meter at home, and did not check for ketones, even with symptoms of vomiting.